Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The download data did not show any timeouts or drive stalls during the run. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours and delivered 3788 pulses. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The investigation did not find any damages or deficiencies that would contribute to reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.